Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient cannot connect to charge. They tried different positions to charge her ins. The rep could not connect their tablet to ins. The battery was placed too deep in pocket. A pocket revision was scheduled for next month.